Event description:
It was reported to philips that the system lost x-ray during a case. The patient was moved to another system. The user performed a restart, but the issue persisted. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was transferred to another room to complete the procedure. The philips remote service engineer (rse) contacted the customer and confirmed that the system lost x-ray functionality during a procedure. Review of the logfile shows ¿rmt - xgen: tube rotor/anode and cooling unit problem - frontal.¿. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and biomedical team reported that enf1 had tripped. The rse advised re-engaging enf1, performing a complete system power shutdown, and subsequently restarting the system. To resolve the issue, the biomed re-engaged the enf1 fuse. Rse identified power-related alerts from system logs and advised continued operation and power monitoring after recovery. Flashlite high end kit and ippc replacement was recommended by rse, but no further customer response led to case closure. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.